Event description:
Note: clinical guidleines and product labeling for this device require testing of this device for leaks and blockage prior to use on pts. The complainant reported that the heat and moisture exchanger (hme) came apart. Note: the circuit is configured with an hme attached between the wye connector and the elbow. Allegedly, in each incident, the top and bottom of the hme separated as the elbow was being secured in the hme during set-up, before a pt was involved.